Event description:
It was reported that the customer had high blood glucose levels and a keypad anomaly on the insulin pump. Customer's blood glucose level was 305 mg/dl. Customer takes injections but has not talked to their doctor about them. Customer was unable to finish the troubleshooting because she said that her act button was not working when she tried to prime for the testing. Customer stated that there was less insulin in the reservoir than there was yesterday. Customer stated that the site was wet on her body at the quick release. Customer removed her site and found the cannula was bent. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No bubbles anomaly noted. Unit received with all buttons responding properly. Unit received with cracked case at display window corners and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.